Event description:
It was reported that the patient was feeling "symptomatic" after being reprogrammed to vvi after the lead was found to have no capture. The lead was confirmed as dislodged through fluro. In an attempt to reposition the lead the helix was found to be difficult to re-deploy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed loss of capture and pacing percentage went to zero sometime on 2012-(B)(6). Dislodgement of the lead was suspected.